Event description:
It was reported that the patient received an inappropriate shock and upon interrogation of device, the device showed an electrical reset. It was noted that the patient had an alert for the electrical reset. Follow up indicated that during interrogation of the device, the device did not reveal the circumstances around the shock as the data was lost. It was noted that the patient was worried about the electrical reset. The device and the lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.